Event description:
The customer reported the system would not stop fluoroing when they took their foot off the pedal. This occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.